Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign object (possibly cardboard) was on the implant.

Event description:
Healthcare professional reported "a defective consignment device. A foreign object (possibly cardboard) was on the implant while inside the sealed container." The device was not implanted.

Event description:
Healthcare professional reported, "a defective consignment device. A foreign object (possibly cardboard) was on the implant, while inside the sealed container". The device was not implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ foreign material on implant: observed yellow particle on the surface of the device, however, it is not possible to measure if it is out of specification through photos, nevertheless, a further investigation will be requested. A further investigation is requested for the event of particle on the surface of the device. A review of the device history record has been completed. No deviations or non-conformances noted. The review of the documentation associated to the manufacturing process indicates that all devices with lot number 3582369 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos was observed yellow particle on the surface of the device, however, it is not possible to measure if it is out of specification through photos. This is event is not categorized as workmanship, but this further investigation was opened to analyze the event. A review of the current risk documents pfmea-bi pkg and lblg (v11.0) was performed, and the event of particulate matter on the product is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with particle on the surface of the device will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: a5, a6, h6.

Event description:
Healthcare professional reported "a defective consignment device. A foreign object (possibly cardboard) was on the implant while inside the sealed container." The device was not implanted.